Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024 at (B)(6) hospital. The patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) with ketones present while wearing the pod on the leg between 37 and 48 hours. The patient's mother mentioned experiencing communication issues between the controller and pod. Symptom reported include feeling poorly. At the hospital, the medical team suspected that the issue was a result of a bent cannula, but patient's mother stated that everything looked normal with the cannula. The pod was removed and discarded, and the hyperglycemia was treated by applying a new pod. The patient was discharged the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; data not available; cloud - omnipod 5 software app version: data not available; cloud - smartphone operating system: data not available; cloud - smartphone hardware: data not available; cloud - cgm sensor type: data not available.